Event description:
It was reported that on (B)(6) 2024, a 3-4mm amplatzer piccolo occluder was implanted. The pda minimal diameter was 3.1mm by echo. The pda diameter at the aortic ampulla was 3.5mm. The pda length was 9mm. The occluder was placed intraductal and the pulse checklist was used. The pre-, intra-, and immediate post-procedure course was uneventful. On (B)(6) 2024, blood cultures revealed pseudomonas aeruginosa. On (B)(6) 2024, the patient passed away (12 days post-implant) due to septic shock secondary to pseudomonas bacteremia. The patient's gestational age was 27 4/7 weeks. The physician does not suspect the patient passing as related to the piccolo occluder. The last echocardiogram prior to death showed the device in good position with no residual flow and no obstruction to the flow in the aorta or the left pulmonary artery.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 3-4mm amplatzer piccolo occluder was implanted in a patient with a relevant past medical history of prematurity (25 weeks, 1 day), extremely low birth weight (660 grams), respiratory distress syndrome and apnea of prematurity. The pda minimal diameter was 3.1mm by echo. The pda diameter at the aortic ampulla was 3.5mm. The pda length was 9mm. The occluder was placed intraductal and the pulse checklist was used. The pre-, intra-, and immediate post-procedure course was uneventful. On (B)(6) 2024, blood cultures revealed pseudomonas aeruginosa. On (B)(6) 2024, the patient passed away (12 days post-implant) due to septic shock secondary to pseudomonas bacteremia. The patient's gestational age was 27 4/7 weeks. The physician does not suspect the patient passing as related to the piccolo occluder. The last echocardiogram prior to death showed the device in good position with no residual flow and no obstruction to the flow in the aorta or the left pulmonary artery. No additional information was provided.

Manufacturer narrative:
An event of death due to septic shock and pseudomonas bacteremia was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and medical review, the cause of the reported death appears to be related to septic shock and pseudomonas aeruginosa. The cause of the reported septic shock and pseudomonas aeruginosa could not be conclusively determined. The cause of the reported death is likely related to underlying patient condition. In the course of the complaint investigation it was identified that the device was conforming and there were no allegations of a device deficiency from the user; however, a CAPA was requested per management discretion to document the details of the investigation and assess if there are any contributing factors or need for additional actions.